Manufacturer narrative:
It was reported that an atrio-esophageal fistula (aef) occurred after an atrial fibrillation (afib) ablation procedure with a qdot catheter and ngen generator. It was reported that an aef was noticed in the patient. It is unknown what date the injury was discovered, or if it occurred during the atrial fibrillation case, how the aef was discovered, or how it was confirmed. The patient was observed under critical condition and required intervention extended hospitalization for observation. The patient was stable at the time of reporting. The information received indicated that the esophageal injury was confirmed. Device investigation details: technical services performed remote evaluation of the device. Work order service report was sent to johnson & johnson medtech for analysis. It was reported that no failure was found in the system. The work order was created for documentation purposes. System is working as intended. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of the quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 9-sep-2025, additional information was received indicating they don¿t have exact numbers of ablations delivere; but approximately around 200. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that an atrio-esophageal fistula (aef) occurred after an atrial fibrillation (afib) ablation procedure with a qdot catheter and ngen generator. It was reported that an aef was noticed in the patient. It is unknown what date the injury was discovered, or if it occurred during the atrial fibrillation case, how the aef was discovered, or how it was confirmed. The patient was observed under critical condition and required intervention extended hospitalization for observation. The patient was stable at the time of reporting. The information received indicated that the esophageal injury was confirmed. The number of performed ablations was 228 with radiofrequency energy delivered. The generator ablation mode used was qmode+ on posterior wall, and the force visualization features used dashboard, vector, and visitag. The visitag parameters for stability module used range 2-2.5mm and time 3-5sec. The additional filter used with the visitag was ablation index, with color option prospectively used was other tag index. The correct catheter settings were selected on the generator, and no issues with flow rate change at the start of ablation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).